Manufacturer narrative:
The device was received in bvvi mode. Device image analysis indicated the average monthly voltage and current trends were normal. Product code was reloaded to recover the device from bvvi mode and to perform further testing. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. The backup condition resulted from an unknown code corruption. Despite extensive testing and device monitoring, the backup condition could not be reproduced. The device was in the normal range of operation with appropriate remaining longevity.

Event description:
During follow-up, the device was interrogated and found in back-up vvi. Technical support was contacted and the physician explanted the device. The patient was in stable condition.